Event description:
IV set up via IV pump with primary tubing and secondary to administered ivpb. This set up would not pull from secondary tubing. Pump was low and bags were hanging at appropriate heights. Rn changed secondary tubing with no improvement. Rn then changed both primary and secondary tubing and fluid infused without any problems. Manufacturer response for primary IV tubing and secondary tubing, bd primary IV tubing and secondary tubing (per site reporter). Equipment failure reported to [name redacted], bd infusion account executive. A meeting was held on [date redacted] with [name redacted] and involved caregivers to discuss recent infusion failures (3 since [date redacted]). Plan is to send involved equipment back to bd for internal investigation and replacement product to be shipped for replacement. Manufacture to provide mailing labels for return of product.